Event description:
Bag of d10% 500 ml bag hung at 20:01 at 8 ml / hour. At 21:17, the pt's intravenous site was noted to be swollen, and staff noted that half of the 500 ml IV bag was noted to be empty. It was estimated that the pt had 272 ml infused; however, the IV pump said 10.28 cc had infused during that time. Pt developed subcostal retractions, decreased oxygen levels and was subsequently placed on supplemental oxygen. The pt's blood glucose taken at 21:30 was 1654 (day prior at birth was 51 and 84). The pt was given a bolus of insulin and later placed on an insulin drip for the next several hours. Subsequent glucose measurements were critically high until 0700 the following morning. The bd alaris IV pump was evaluated by the hospital biomedical engineering dept, and both the event logs as well as performance test (with same IV bag and IV solution as used on the pt) proved operating correctly. Blood glucose at birth day prior (on (B)(6) 2025) was 51 and 84.